Event description:
It was reported that this right ventricular (rv) lead dislodged, causing loss of capture. Surgical intervention was performed to reposition this lead. No additional adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.